Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a 7300tfx27 valve implanted in mitral position underwent reintervention for a valve-in-valve procedure after an implant duration of seven (7) years and twenty-six (26) days due to mitral regurgitation (valve area / index: 457.1). As reported, the patient presented with chest pain and fatigue symptoms. A transcatheter of unknown size valve was implanted within the pre-existing edwards surgical device. Reportedly, after reintervention the patient was noted as to be in stable condition.

Manufacturer narrative:
Corrected, updated or additional information. H6: type of investigation, investigation findings and investigation conclusions. H11: additional manufacturer narrative: a device history record (DHR) review was performed, and no relevant non-conformances were identified. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Regurgitation identified post-procedurally has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Regurgitation occurring post procedurally is most commonly related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing non-conformance. There is insufficient information available regarding patient or procedural factors known to cause or contribute to regurgitation. Therefore, a definitive root cause cannot be conclusively determined.